Event description:
Customer reported that she is having trouble with air bubbles in her reservoir. Customer's blood glucose reading was 104 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.